Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Electrical testing to determine continuity of the conductor(s) passed. Further visual analysis noted evidence of medical adhesive around the outer diameter of the defib coils that show the lead was manufactured correctly. Primary analysis finding indicated the defib conductor was distorted at 71 centimeters. Damage at implant noted.

Event description:
It was reported, during an implant procedure, there was distal coil separation. Consequently, this lead was not implanted. No patient complications have been reported as a result of this event. Additional information was received via a medwatch 3500a report completed by the user facility, and indicated upon opening the lead in preparation for use during an electrophysiology procedure, distal coil separation was observed. The lead was not used in the patient.